Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿IV tubing - needle-less access port (y-site) leaking, nursing staff notified by pt that IV tubing was leaking. Staff evaluated the most distal needless port on IV tubing and found it to be leaking. (Site of leaking fluid is capped with a blue cap)." There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿IV tubing - needle-less access port (y-site) leaking, nursing staff notified by pt that IV tubing was leaking. Staff evaluated the most distal needless port on IV tubing and found it to be leaking. (Site of leaking fluid is capped with a blue cap)." There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the y-port was confirmed. Functional testing replicated a leak at the distal smartsite port during gravity priming. Closer inspection under magnification showed a small hole in the piston of the smartsite, near one of the ends of the middle slit. The cause of the leak is a hole in the smartsite piston. The root cause of the piston damage/puncture is a manufacturing issue.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿IV tubing - needle-less access port (y-site) leaking, nursing staff notified by pt that IV tubing was leaking. Staff evaluated the most distal needless port on IV tubing and found it to be leaking. (Site of leaking fluid is capped with a blue cap)." There is no report of patient harm.